Manufacturer narrative:
No sample or lot number info was provided for evaluation. The device was used outside of its labeling indications and the existing variables that may have impacted the integrity of the product is not known to us. It is possible that the balloon was nicked when the suture was placed. The foley catheter is designed for urological use only and is labeled accordingly. The doctor was notified that the catheter was used outside its labeling indications and that use of this and any other product in a manner that is not indicated on the product's labeling may lead to serious injury or death. However, labeling clearly identifies product for urological use only. Baseline report previously filed.

Event description:
It was reported that the catheter balloon burst within six hours of being placed following a partial mastectomy. The catheter was placed for space maintenance for intra-cavity radiation therapy. The patient heard the balloon burst. No lubricant was used on the catheter and it had been inflated with 20cc of saline. A suture was placed around the catheter to hold the catheter in position and no traction or irrigation of the catheter was being performed. No medication or radiation had been instilled through or in close proximity to the catheter. No pieces of the catheter balloon were reported missing and another catheter was not placed. The patient is satisfactory, but since space was not adequately maintained, the patient will now undergo total breast irradiation.